Manufacturer narrative:
The investigation shows that too high torsional forces acted on the screw and led to the failure in forced rupture mode during the insertion. Based on the statistical eval no indication was found for any device related issue. Indications for material or manufacturing related problems were not found in this investigation.

Event description:
The resident was inserting the screw and when the screw was almost completely inserted into the bone, screw head broke off, but the screw body remains in the pt.